Manufacturer narrative:
System analysis/service repair on (B)(6) 2014: the reported "excess noise" could not be reproduced; laser was test run for an extended period. There was no abnormal noise detected; pump and fans could be heard which is usual. The laser system was tested and verified to be within specifications.

Event description:
It was reported that the "laser had a high tense constant pitch noise, the noise was so loud that the case was canceled". The procedure was canceled. Patient outcome: "no injury to the patient."